Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one photograph and one device. A visual and photographic inspection of the returned noted that the part of the handle near the shaft was broken. Visual inspection of the outer package noted there was a crease which corresponded to the same location as the damage to the instrument on the handle. Functional testing was precluded due to the observed condition of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument is handled roughly during the shipping process or prior to use. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the plastic body at the end of the shaft was broken and the shaft was not tightly held and was moving and made it difficult to fire any tacks. There was no patient involvement.